Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt with a intertrochanteric fracture with associated femoral shaft fracture was implanted with retrograde/antegrade nail, lag screw, plate, cortex screws and locking screws on (B)(6) 2011. Post-op, the proximal end of nail broke through one of the lag screw holes. Non-union noted. Pt underwent revision surgery on (B)(6) 2011. Hardware was explanted and pt revised to trochanteric fixation nail. The is the 2nd of 2 reports submitted on this event.